Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. This was due to the presence of coagulated blood in the lead, which was most likely introduced into the lumen as a result of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was explanted and replaced due to high shock impedance. The ICD was upgraded at the same time to a crt-d. There were no adverse patient events reported. Should additional information be received, this file will be updated.